Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warning: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia (low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia (high blood glucose). Follow your healthcare provider¿s suggestions for treatment. If you get a ¿treat your low bg!¿ message and feel symptoms such as weakness, sweating, nervousness, headache or confusion, follow your healthcare provider¿s recommendation to treat hypoglycemia. If you get a ¿treat your high bg! If it remains high, seek medical advice¿ reading message and feel symptoms such as fatigue, thirst, excess urination or blurry vision, follow your healthcare provider¿s recommendation to treat hyperglycemia. ¿lo¿ or ¿hi¿ blood glucose readings can indicate potentially serious conditions requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma or death. Living with diabetes 13 / page 161. To ensure proper omnipod dash¿ system operation and your continued good health, check your infusion site, your pdm messages and your blood glucose frequently. Living with diabetes 13 / page 162. When you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Living with diabetes 13 / page 166. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm. Living with diabetes 13 / page 167. Any time your blood glucose is low, treat it immediately according to your healthcare provider¿s instructions. Check your blood glucose every 15 minutes while you are treating, to make sure you don¿t overtreat the condition and cause blood glucose levels to rise too high. Contact your healthcare provider as needed for guidance. Living with diabetes 13 / page 163. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all times. The kit should include: several new, sealed pods, a vial of rapid-acting u-100 insulin (see ¿general warnings¿ on page xii for insulins cleared for use in the omnipod dash¿ system), syringes or pens for injecting insulin, blood glucose test strips, blood glucose meter, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, a signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system, phone numbers for your healthcare provider and/or doctor in case of an emergency, glucagon kit and written instructions for giving an injection if you are unconscious (see ¿avoid lows, highs and dka¿ on page 166). Living with diabetes 13 / page 164. When you travel outside the country or for long periods of time, be sure to take extra pod supplies. Prior to departure, call customer care to enquire about additional omnipod dash¿ system supplies for your trip.

Event description:
It was reported that the patient was hospitalized due to low blood glucose (bg) levels (readings unknown) while using the omnipod system. No information was provided on the type of treatment received at the hospital.